Event description:
Reporter indicated a vns patient was experiencing an increase in seizures. It is unknown whether the seizure increase is greater than pre-vns baseline levels. The patient is seeking another neurologist at this time.